Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1102583. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that 5 bd 0.5ml syringes were unable to inject insulin. The following information was provided by the initial reporter: consumer reported found 5 that clogged during injection.

Event description:
It was reported that 5 bd 0.5ml syringes were unable to inject insulin. The following information was provided by the initial reporter: consumer reported found 5 that clogged during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: customer returned (2) 0.5ml, 31 gauge, 6mm syringes from lot 1102583. The syringes were visually inspected and no defects were found. The needles had not been bent. The syringes were both used to draw water in order to test their functionality. Water could be drawn into and expelled from the syringes without issue. The syringes featured no damage and functioned as intended. A review of the device history record was completed for batch# 1102583. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 5 bd 0.5ml syringes were unable to inject insulin. The following information was provided by the initial reporter: consumer reported found 5 that clogged during injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.